Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the clinic that the device was explanted one year later for an unknown reason. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that at the last several device checks, the battery status indicator has read at less than a half year remaining. Currently it is displaying two years remaining. It was noted that there has been no programming changes made to the device. Boston scientific technical services advised the sales representative to continue to follow the device closely and send in a device memory disk for review. No adverse patient effects were reported.